Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a meniscus root repair surgery the needle snapped in the device, about 2cm from the tip. The needle broke before the device went into the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 20-jul-2023: the surgery was finished with a smith & nephew firstpass.

Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The typical cause for this type of event would be the use of excessive force to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.